Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that the insulin pump buttons were unresponsive. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump received no button response due to flattened esc, act and up button dome switch. Insulin pump also received with cracked case at the display window corner.